Manufacturer narrative:
Additional information: premature battery depletion was confirmed by analysis. Telemetry, sensing, pacing, pacing lead impedance, high voltage (hv) lead impedance, hv charging, hv delivery and hv shock impedance were performed on the ICD and the device was found to be normal. No sources of high current were noted. In further analysis of the battery, non-shorting lithium clusters were observed. The presence of non-shorting lithium clusters is normal, and they are in conformance with the intent of the internal insulation design. The cause of the premature depletion could not be determined.

Event description:
The device was explanted due to the suspected premature battery depletion. Further view suggests that the battery anomaly was due to an overestimation of the longevity by the programmer. The device was replaced and the patient was in stable condition.